Manufacturer narrative:
Additional information was received that when the valve was deployed to the 5/6 position, it was noted that the valve was slightly deep. Traction was applied to retract the valve, however, the valve moved out of the targeted location into the ascending aorta/aortic arch. The valve was then moved down into the abdominal aorta where it dislodged from the delivery catheter system (dcs). A snare was used to move the valve below the renal arteries. Angiography confirmed good blood flow to the renal arteries, the distal aorta and both iliac arteries. Twelve days following the initial valve implant attempt, angioplasty and covered stenting of the corevalve in the abdominal aorta was performed with placement of a gore excluder aortic cuff. Angiography following the cuff placement revealed no flow limitation to the renal arteries, the distal aorta and both iliac arteries. No additional adverse patient effects were reported. Two months following the initial valve implant attempt, another transcatheter bioprosthetic valve was successfully implanted.

Manufacturer narrative:
Investigation summary: it was reported that the valve was slightly deep at initial placement though it is unclear whether the user attempted to reposition the valve first or decided to retrieve the device. It was not reported how much of the valve was deployed when the user attempted retrieval. From the available information and without product return, a conclusive cause could not be determined for the failed retrieval. The delivery catheter system (dcs) is not designed to be a retrieval device and the instructions for use (IFU) warns the user against retrieval of a partially-deployed valve. (B)(6).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the initial placement of the valve was in a deep location. As the valve and delivery catheter system (dcs) were being withdrawn, the valve came free of the dcs in the abdominal aorta and was abandoned. It was reported that there had been no issues with the loading of the valve onto the dcs, and no noted anatomical issues affecting placement. It was reported that no valve subsequently was implanted. The patient was discharged with no reported adverse effects, and was subsequently seen at a one-month follow-up, with no subsequent adverse patient effects reported. No other information was initially available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).